Event description:
It was reported by the (B)(6) study team that there were elevated threshold measurements in the left ventricular (lv) lead. The lv lead was repositioned and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.